Manufacturer narrative:
D2: dqy: dqy catheter, percutaneous or lit: lit catheter, angioplasty, peripheral, transluminal. G4: 510(k) = k091527 or k132020. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a fistulagram with angioplasty, an advance 35 lp low profile balloon catheter¿s balloon ruptured when inflated beyond the rated burst pressure. When the user then attempted to remove the device through an unknown sheath, the distal tip of the balloon catheter separated. The patient was transferred to the ¿main¿ hospital for retrieval of the retained catheter fragment. Per the reporter, the patient is doing well; no additional outcome information is currently available. The physician reportedly stated that the event was not due to a malfunction of the device. Additional information has been requested but is not available at this time.